Event description:
It was reported that the doctor obtained venous access with the arrow raulerson syringe (ars), but was unable to feed the spring wire guide (swg) through the syringe into the vessel. The doctor was unable to withdraw the swg from the syringe and when force was applied to the swg to remove it, it began to unravel. The ars and swg were removed together and a new device ws successfully inserted. The insertion site is not known. Satisfactory dialysis was performed and there were no reported pt complications as a result of the occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.